Event description:
It was reported that the pk dissecting forceps instrument cable was noted to be broken during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following additional damages to the instrument: the pitch up cable was loose and coming undone. There was no damage to the clevis. One grip was bent, causing side-to-side misalignment of the grips. There was a .026 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint; however the likely cause of bending remains overloading at the tip. The instrument passed electrical continuity testing. The distal end of the main tube had various scratch marks with light material removal. The scratches were .249 - .031 in length and not aligned with the tube axis. No other damage was found.